Manufacturer narrative:
Manufacturing site evaluation: the product is provided in the original packaging and shows a hair in the secondary sterile barrier. Investigation - visually and microscopically examined. The hair is located within the secondary sterile barrier. It got stuck between the product label and the outer surface of the blister, and it cannot be removed from the blister. Batch history review - the device quality and manufacturing history records have been checked for the lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most likely related to a manufacturing error. Rationale - as the product has been received in its original packaging, it appears that the hair comes from an employee in the clean room and has not been found during the final inspection. The manufacturing department will be informed about the issue.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the neuro patch. Prior to surgery, it was detected that there was a hair inside the sterile package. Another product was available and it was used instead. There was no patient harm.